Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system nitroglycerin set with duo-vent spike was leaking due to a separation in the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
After further review of the event reported through submission 1416980-2016-16347, it was determined that this event had been previously submitted through submission 1416980-2016-14744. Therefore, this submission, 1416980-2016-16347 was a duplicate submission to 1416980-2016-14744 and further reporting will be performed through 1416980-2016-14744.